Event description:
No additional info.

Manufacturer narrative:
It was reported by customer that the lipid filter works until it needs to be paused for medication administration. Once medication is given and the lipids are to be restarted, the lipid filter occludes, requiring the nurse to change the lipid filter to restart the lipid infusion. One sample model: 20129e, lot: 23079273 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a bd primary set and primed with 85% glycerin / 15% water. An infusion run was started at a rate of one ml/hr for 24 hrs. There was no observation of fluid blockage. The customer complaint was unable to be replicated. Although the issue was unable to be replicated and the root cause is unknown bd is looking at opportunities to improve the filter function to alleviate this failure in the future. A device history record review for model: 20129e, lot number: 23079273 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
E1: initial reporter facility name- (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was occluded the following information was received by the initial reporter with the following verbatim: item description: tube IV ext w/ filter 1.2 mi , lawson# 221308, mfg# 20129e , lot# (10)23079273 , qty: 1 ea. Po #(B)(4). Description of problem: lipid filter works until it needs to be paused for medication administration. Once medication is given and the lipids are to be restarted, the lipid filter occludes, requiring the nurse to change the lipid filter to restart the lipid infusion. This prevents the patient form receiving lipids during the sterile tubing change and increases access to central lines, increasing risk for infection.